Event description:
Reportedly, 4 years post implant patient was diagnosed with endocarditis, pneumonia and renal failure due to streptococcus bovis. Patient treated medically and ended up undergoing dialysis and expiring due to multi-organ failure.

Manufacturer narrative:
Device not returned.